Event description:
During the middle of a case, while the device was ventilating a patient, the user made an adjustment to the operating room table. Upon raising the bed, the bed caught a section of the breathing system assembly and broke the connection for the reservoir bag. The user replaced the anesthesia machine to complete the case. No patient injury.